Event description:
The customer reported that the system's beam alignment exceeded the FDA allowable standard. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The beam alignment was re-calibrated. The system was tested and found to be working as intended and returned to service. This issue may have resulted in an accidental radiation occurrence.